Event description:
A report was received that the patient's surgical wound at the lead implant site has an open point. The patient underwent a revision procedure to reshape the wound. The patient is doing well post-operatively.

Event description:
A report was received that the patient's surgical wound at the lead implant site has an open point. The patient underwent a revision procedure to reshape the wound. The patient is doing well post-operatively.